Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right atrial (ra) lead, revealed ra lead noise with oversensing. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The ra lead noise resembled mypotential, or may be indicative of a developing lead insulation concern. This crt-d system remains in service. No adverse patient effects were reported.